Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. It also reported air bubbles in the reservoir and infusion set. The customer was treated with the manual bolus and the customer stated no symptoms. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed and found that the auto mode feature was active at the time of the event. It was unknown whether the air bubbles were removed from the reservoir. No further patient complications were reported. It was unknown whether the customer will continue the use of the device. The reservoir will not be returned for analysis.